Event description:
It was reported that: "patient was revised because of pain. His plain x-rays, including ap, lateral and sunrise views, show what appears to be a loose tibial component."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) was requested. Should device or additional information become available, the evaluation summary will be submitted in a supplemental report.